Event description:
Patient developed low blood pressure and poor ejection/fill on ventricular assist device (vad) requiring CPR for about 45 minutes. Decision was made to place patient on extracorporeal membrane oxygenation (ECMO) as a bridge while evaluating the berlin pump. During cannulation, vad was noted to have no ejection with suspected blood side membrane rupture. While setting up to replace the berlin pump head, patient was noted to have signs of a stroke and stroke team called. Patient developed severe hypoxic ischemic encephalopathy d/t arrest. Based on poor clinical prognosis, life sustaining treatments were withdrawn.